Event description:
Same case as MDR ID 2134265-2014-06309. It was reported that vessel perforation occurred. The target lesion was located in the 9mm in diameter left common iliac. A 8.0x30x75cm express® ld iliac / biliary stent was implanted in the proximal left common iliac to the aortic iliac bifurcation. The stent was considered to be well implanted. The physician wanted to expand the stent to a 9mm diameter and advanced a mustang 9x40 balloon and postdilated the stent. The balloon catheter was removed. A soft tipped guide catheter was advanced over a wire; however, the wire was not all the way through the catheter. The catheter had tilt in the tip. When the physician advanced the catheter, the previously implanted stent was snagged. The stent dislodged and floated to the aorta. A vessel perforation and internal bleeding had been discovered in the distal left external iliac. It is unclear when the perforation occurred. The patient¿s blood pressure had lowered really quickly, which enabled the stent to float up to the aorta. The stent was snared and brought to the distal end of the abdominal aorta that the bifurcation of the right iliac. The vessel perforation was treated with the implant of a non-bsc covered stent. The patient was also given medication and a blood transfusion. No additional patient complications were reported and the patient¿s current status is doing well.

Manufacturer narrative:
Age at time of event: over 55 years. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).